Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. For the suggested phenomenon of "broken suction valve got stuck inside suction cylinder", it was presumed from the information obtained in the investigation that the suction valve got stuck inside the suction cylinder for some reason and the procedure was extended. However, it was not possible to further specify why the valve got stuck/was broken. The suggested phenomenon of foreign material was confirmed - however, the foreign material in the auxiliary water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. It is suggested that the user facility review the method of device handling according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the suction cylinder and jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.